Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (25 mg/ml at 11.889 mg/day) and bupivacaine (12.5 mg/ml at 5.944 mg/day) via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2018 the patient¿s pump eroded through her skin and a portion of the pump was visible. The patient just presented to the office today ((B)(6) 2018) for evaluation. The pump pocket was reddened, had serosanguineous drainage, and the patient described also seeing purulent drainage. The patient¿s temperature at the office was 99.2. She had no other complaints. No diagnostics and/or trouble shooting was done. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient was thin and had lost 20 pounds since (B)(6) 2017. The patient¿s dose was decreased 25% and she was sent immediately to the ER (emergency room) to be admitted into the hospital to wean down the pump dose and explant the pump and catheter; she would also be evaluated by infectious disease. The patient¿s status was reported as ¿alive ¿ no injury¿. Additional information was received on 04-feb-2018 and it was reported that the patient¿s pump and catheter were both explanted on (B)(6) 2018 and the patient was on IV (intravenous) antibiotics. No further complications were reported/anticipated.